Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the device representative from another company, the root cause of the event was difficulty inserting a 14fr sheath into the internal jugular vein, potentially due to movement with the csl. Cvrx ID#: (B)(4).

Event description:
During a procedure for a different implantable device, the surgeons experienced difficulty due to the barostim lead that was already implanted. It was noted that the venous access could not pass the strain relief tab. A femoral access method was used and there was no further issues.